Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Event description:
It was reported that a patient presented in-clinic with failure to interrogate and under-sensing noted on the patient's insertable cardiac monitor. Corrective programming changes were made, and the physician elected to reposition the device at a later date. No adverse patient consequences were reported.